Event description:
It has been reported to us that during the procedure, the occlusion balloon wire separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt. The physician advanced the occlusion balloon wire forward and crossed the lesion. The physician inflated the occlusion balloon to 6mm to occlude the vessel. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician removed the pre-dilatation balloon and while removing the device, the occlusion balloon wire had separated resulting in the occlusion balloon deflating. The physician continued the case without distal protection. Pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.